Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen, rendering the screen unusable while the device continued to function and dose insulin; blood glucose reached 226 mg/dl for a couple of hours without backup therapy or ketone testing, and there were no alerts reported for prolonged hyperglycemia. Symptoms included elevated blood glucose without associated clinical sequelae. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included complaint intake, logistics for replacement and return, and instructions to sync data and shut down the device prior to return. Investigation of this device revealed a damaged display component consistent with a broken or cracked screen while the pump delivery function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display assembly.